Event description:
Consumer was using the summit plus soft toothbrush and the bristles started to fall out when she used it for the first time.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.